Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 300 mg/dl. Reportedly, the customer is new to the pump and the basal rate and carbohydrate ratio needed to be adjusted. Customer's nurse recommended settings changes. Tandem technical support guided the customer through adjusting the pump settings. Customer delivered a bolus to address elevated bg levels.